Event description:
It was reported that the stimulation would turn off and on by itself and the patient felt shocking. She mostly felt the sensation at work and sometimes at home. She had to increase the stimulation twice as much to get the same pain relief as before. Further information is being requested from the hcp.